Event description:
On (B)(6) 2013, patient reported the display was cracked when the infusion device hit the corner of a table. There are multiple black spots on the left side of the display, and these interfere with viewing the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.